Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device delay's over 10 seconds to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed the device had been excessively powered on and the installed batteries were depleted. Upon inspection the customer's batteries were found to be depleted. However, it could not be firmly established if the excessive power ons contributed to the reported malfunction. No trend is associated with reports of this type.